Event description:
It was reported that the patient stopped aspirin and coumadin. The bleeding source was not confirmed. There were no further signs of bleeding.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with a hemoglobin of 3.4, dizziness and shortness of breath. A capsule study, an esophagogastroduodenoscopy (egd) and colonoscopy were performed that were all negative. The patient was given four units of blood and their anticoagulation medication was stopped. The patient was put on digoxin (lanoxin) and fish oil.